Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have a lower tooth in the front that is loose and their dentist is concerned about it.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.